Event description:
While using the belmont infuser during mtp on the 5th bag of packed red blood cells, the machine would shut down saying error 202, overheating. Repeated efforts of turning machine off and restarting it resulted with same error message and we had to resort to using our old rapid infuser for this critical patient. Manufacturer response for belmont rapid infuser, belmont rapid infuser (per site reporter): offered to replace the device.